Event description:
It was reported that the insulin pump did not alarm low reservoir and customer's blood glucose went up to 430 mg/dl. The customer was assisted in programming the insulin pump. Troubleshooting was not completed due to no available tubing clamps and customer did not want to change out the infusion set. Advised the customer to call back to complete the troubleshooting. Customer called back and was experiencing high blood glucose. Customer stated blood glucose was 549 mg/dl after infusion set changed. It was found that customer did not do her bolus correctly. The customer was assisted in delivering the bolus correctly. Advised to monitor her blood glucose and call back for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.